Event description:
It was reported via repair work order that the foot section calf supports were not locking in place due to damaged calf support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.